Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. Event occurred after three hours of insertion. Insertion site was at thigh. The set was in use for 12 hours. Blood glucose levels were around 200 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.